Manufacturer narrative:
Eval: this event is still under investigation.

Event description:
Male pt with distorted and severely angulated proximal aortic neck underwent a aaa procedure in 2007 as labeled. A confirmatory angiogram exhibited a proximal type I endoleak. Another MFR's stent was placed in the proximal neck and dilated with another MFR's balloon, which resolved the leak. It was also noticed that the third and fourth stent of the contralateral iliac leg graft was slightly kinked. Another iliac leg graft was placed which corrected the kink.